Event description:
It was reported that the ilet displayed alert 38 indicating consecutive motor stalls, with persistent occlusion alerts despite multiple supply changes and dry runs; the user noted rising glucose levels and used subcutaneous insulin pens as backup, and the device issue was associated with the motor component. Symptoms included hyperglycemia up to 400 mg/dl. Outcomes included unexpected medical intervention in the form of medication use. Investigation included communication with the user and analysis of information provided by the user, including successful dry runs with existing and new supplies. Investigation of this case revealed a communications problem and a failure to infuse linked to the device motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.